Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9296242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified."

Event description:
It was reported that a needle 26x3/8 ib had foreign matter. The following was reported by the initial reporter: it was reported that customer reported fill resistance, air bubbles and foreign matter. Event description per email states: (B)(4). ¿ caller reported having ongoing issue with her needles. They get stuck, the insulin wont go in or out and when she is able to retrieve the insulin from the vial, it is difficult to remove the air bubbles from the syringe. Customer reported that one of her needles had a white plastic looking thing on the tip of it and it plugged the needled causing the insulin to come out very slowly but it was difficult remove the air from it. ¿ number of occurrences - about 10. ¿ did the caller insert the needle into the cartridge and encounter fill resistance? - no. ¿ was the syringe/needle reused? - no. ¿ product with issue - bd 26 g, 3/8" needle, pn 305110. ¿ product lot # - 9296242. ¿ did issue cause any injury? - no. ¿ did customer require medical intervention? - no. ¿ is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged.(contact: omitted). ¿ resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required. Cts to send replacements cartridges to replace for the needles that were not used due to the reported issues. Event date was not determined as the customer stated that this issue has been ongoing since the first set of supplies that she received from her distributor. Event date will reflect the pump warranty start date."